Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was that the wall adapter and usb cable could not charge the pump battery. The 2 power charging devices were change and pump battery was charged. Blood glucose was 150 mg/dl.